Event description:
It was reported that this right ventricular (rv) lead exhibited pacing lead impedance (pli) measurements in the 280 ohms range, which was considered to be low out of normal range, during initial testing for a scheduled generator upgrade procedure. Technical services (ts) examined the other lead measurements and found all other measurements to be normal and pli to be stable so it was recommended to keep the lead implanted. No adverse patient effects were reported. The procedure was successfully completed, and this lead remains in service.